Event description:
The patient had a refill on (B)(6) and the dosage was changed at that time. The patient had reported symptom change about 30 hours after the pump was refilled. It was determined that this would have been around the time the new drug would be at the tip of the catheter, approximately 31 hours and 25 minutes. The patient¿s pump was ¿raised¿ last (B)(6) the patient called 911 and went to the ER (emergency room). The patient¿s family stated they gave the patient ¿something that stated with an n¿ to counteract the overdose. The patient was admitted to the hospital (B)(6) 2014. Per the hcp, it was determined the patient had an ileus and other medical issues the patient was experiencing. The patient thought they received too much medication. The hcp did not know it the symptom onset was sudden or gradual. The patient didn¿t believe the drug infusion system was working properly and wanted the pump evaluated. The patient¿s family was afraid if they release the patient and the pump was malfunctioning the patient ¿wont¿ make it, the patient just about didn¿t make it this time¿. On (B)(6) 2014, the patient also was reported as lethargic, but had a faster heart rate. It was reported the managing hcp had contacted the hospital where the patient had been admitted and determined the patient had bowel obstruction and a-fib. It was noted that a-fib could have been the problem that caused all the issues, but it was still unknown by the hcp¿s. The hcp did not believe the patient¿s issues were device related and planned to see the patient when the patient is released from the hospital. The patient was scheduled to be seen by the hcp (B)(6). The pump was used to deliver bupivacaine and morphine. The patient outcome was not reported. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient thought that she had a pocket fill, "but that didn't make sense per the hcp (healthcare professional)". The pump programming was correct; the correct concentration, drug, and dose were programmed. The reporter did not recall the pump having any volume discrepancies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that everything was fine with the patient at the refill. The same medication was put in and no dose changes occurred. The hcp was possibly going to send the medication they took out of the pump for analysis.